Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsvtwb11, tapered screw-vent implants with full mtx surface texturing and microgrooves for evaluation. Product evaluated and filed. The returned implant has signs of use, apparent dried blood attached to external threads. No apparent malfunction was identified with the implant that would contribute to the reported event. Implant matched prints where measured. This complaint refers to the tsvtwb11, tapered screw-vent implants with full mtx surface texturing and microgrooves device history record (DHR) review was completed for the subject lot number 1262140. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1262140 for similar events and no other complaint was identified. Review completed utilizing keywords: pain. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was material selection and patient condition. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. G4: premarket identification k101880.

Event description:
It was reported that after implantation , patient called the clinician to explain that although he was under antibiotics treatment he experienced a lot of pain and inflammation. 9 days after implantation doctor decided to remove the implant.